Event description:
The complaint is reportable per product investigation results. It was reported that during ablation, a crbs polarmap catheter was selected for use. It was reported that when this device was inserted within the heart chamber and the potential was tried to check, and noise has appeared on electrodes 1-2. No patient complications were reported. Upon device analysis, it was found that the device had a break near the proximal connector.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Polarmap catheter was evaluated by boston scientific. The device was measured for continuity and shorts. It passed all testing. No external abnormalities noted. However, the device had a break near the proximal connector. Laboratory analysis was unable to confirm the noise issue observed during the procedure, nevertheless, a fracture was found in the device shaft.

Manufacturer narrative:
Polarmap catheter was evaluated by boston scientific. The device was measured for continuity and shorts. It passed all testing. No external abnormalities noted. However, the device had a break near the proximal connector. Laboratory analysis was unable to confirm the noise issue observed during the procedure, nevertheless, a fracture was found in the device shaft.

Event description:
The complaint is reportable per product investigation results. It was reported that during ablation, a crbs polarmap catheter was selected for use. It was reported that when this device was inserted within the heart chamber and the potential was tried to check, and noise has appeared on electrodes 1-2. No patient complications were reported. Upon device analysis, it was found that the device had a break near the proximal connector.